Event description:
It was reported, "dr (B)(6) was performing an argon cecum procedure with the settings on .8 flow at 30 watts with a steady beam. When performing the procedure, the doctor perforated the colon leading the patient to receive additional care. Doctor stated that the patient received additional care but did not mention what procedure. Per the end-user facility, the device will not be returned to conmed for evaluation. Per kls martin, the reported settings (0.8l/min and 30 watts) are okay and within the recommended range. Perforation is a known complication in the performed procedure.